Event description:
It was reported that the programmer and the stylus needed to be recalibrated. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the stylus and overlay assembly needed to be recalibrated. It was also noted that the power cord door was damaged.